Event description:
The customer reported the image display was black, thus no live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system, but the customer decided to scrap the system instead of repairing it. No conclusion can be drawn as repair info is not available.